Manufacturer narrative:
Additional narrative: corrected: h6. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and suspected metallosis. In addition to what were previously alleged, ppf alleges stroke, heart attack, pseudotumor, abductor muscle repair, and metal wear. After review of medical records, there were no revision notes provided. Added unknown stem due to new allegation. Added revision surgeon, revision hospital, lawyer, law firm, and medical history. Updated doi. File review date 27 sep 2019. Doi: (B)(6) 2005; dor: (B)(6) 2017 (left hip).